Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation in hinode, japan (omsc) (returned to omsc on 2022/11/25). The evaluation at omsc hinode confirmed that the ceramic insulation at the distal end of the inner sheath is broken. The cause of this damage is most likely thermo-mechanical fatigue and/or mechanical overload, possibly as a result of excessive force such as impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. The evaluation also found the sealing rings to be discolored which was attributed to wear and tear and frequent usage corresponding to the age of the device. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.

Event description:
Olympus was informed that during reprocessing the ceramic insulation of the inner sheath broke off. Since the damage occurred outside a procedure, there was no patient involved.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The inner sheath was returned to olympus for repair with a breakage of the ceramic insulation at the distal end reported by the customer. There is no indication that the failure occurred during a procedure and there was no report about an adverse event or patient injury.